Event description:
Consumer complaint of "lo" blood results. Expected results (2 hours after meals) range from 150 to 160 mg/dl. Customer feels well and observed no symptoms. Verified storage of test strips is within specification. Recall tests results from meter memory performed two hours after meals (date/time not correctly set): (B)(6) 2015, 5:57 - "lo"; (B)(6) 2015, 8:28pm - "lo"; (B)(6) 2015, 8:20pm - "lo"; (B)(6) 2015, 8:19pm - "lo"; (B)(6) 2015; 5:48pm - 163 mg/dl; (B)(6) 2015, 1:03pm - 135mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strip evaluation showed indication of black chemistry caused by improper storage of test strips in high humidity areas. Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (01/07/2015).